Event description:
It was reported that (1) device was used during a liver transplant. It was reported by the rep that the surgeon used the mcs20 instrument and it misfired. Another instrument was used to complete the case. There was no consequence to the patient.